Event description:
As reported per the edwards field clinical specialist (fcs), during the 2nd transapical valve implant, the balloon ruptured. The patient had a fair amount of calcium in the stj. The patient left the room hemodynamically stable.

Manufacturer narrative:
This report is related to MDR number 2015691-2013-20828.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it was indicated that the patient had a fair amount of calcium in the stj, which could have caused the balloon to burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the first valve was implanted too ventricular and the patient was left with moderate ai. A second valve was prepped and successfully implanted 60% aortic and 40% ventricular, leaving the patient with no ai or pv leak. During the 2nd valve implant, the balloon ruptured (this MDR). The patient left the room hemodynamically stable. The patient had a fair amount of calcium in the stj, mild native valve/ leaflet calcification and mild aortic root calcification.